Event description:
It was reported that during a da vinci surgical procedure the customer experienced multiple occurrences of system error code #20013. The procedure was aborted after port incisions had been created and after the pt had been under anesthesia for one hour and ten mins. The procedure was rescheduled. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that the system error code # 20013 was experienced by the customer as well as system error code # 21013. The field service engineer concluded that these system error codes were associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The # 20013 and # 21013 system error code appeared when the davinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci in a "recoverable safe state". The ecm was returned to isi for failure analysis investigation. Based on the system error logs, a potentiometer assembly and a motor assembly were replaced.